Event description:
Assistant-chief technologist called to report that one of her technologists (did not want to provide the name) dropped an igg gel card in which she had added the screening cells (0.8% surgiscreen lot vss698). When it fell, the screening cells splashed and a drop went into the eye of the technologist. This event occurred on saturday, (B)(6) 2015. The technologist rinsed their eye immediately, but did not seek medical evaluation or treatment. The technologist did report the event to the hospital internal health service the next monday, (B)(6). Safety glasses are provided at this site, but it¿s the technologist decision to wear them or not. This technologist was not wearing any safety glasses when the event occurred. The technologist came back to work and is described as feeling fine.

Manufacturer narrative:
Ocd medical safety officer has assessed this event and determined it to be a serious injury. This incidence exposed the operator to human blood via mucous membrane in the eye and posed a potential risk for blood borne pathogen infection. No further investigation was performed. Operator properly cleansed the eye and did not miss any work days due to this event. Ocd complaint database was reviewed and no trend for similar events was identified. (B)(4). Issue associated with accidental mishandling of vial.